Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that complaint was reported. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: did both devices have the same defect? Yes. After the clips crossed did they fall from the jaws of the device? Yes. Or, did the clips cross on the tissue and fall from the tissue after placing on the tissue? Yes.

Event description:
It was reported that during a cholecystectomy the clips fall from the applicator and when they close they are crossed eventually falling. There were no patient consequences.